Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# v007803, implanted: (B)(6) 2006, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the leads moved, and that the implant needs to be removed. It was stated that, since (B)(6) 2017, the patient has about 1 inch of lead wire that is exposed and sticking out of their skin. The consumer noted that it started out as a small pin size and then exposed more of the lead as time went on. The healthcare professional (hcp) is aware of the issue and are trying to have the leads/implantable neurostimulator (ins) removed. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-11511.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) reporting that the cause of the exposed lead was that the patient has had the leads fora long time, and had a skin breakdown of an unclear etiology. The hcp reported that the patient's leads were removed. No further patient complications have been reported as a result of this event.